Event description:
Per provider the valve is stuck. Per the (B)(4) statement the unit is alarming or red light. The rescroth valve is stuck. The poppet valve is not shifting and the sieve beds are saturated. The power switch short circuit. The tubing is leaking and the warm clamp on tubing leaks.